Manufacturer narrative:
Corrected date in b4 field.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New ecm record created in order to update legacy complaint (B)(4). Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. **update** 09/25/2013- plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update ad 04 sep 2019. (B)(4) has been reopened under (B)(4) due to receipt of medical records. After review of medical records, the patient was revised to address elevated metal levels, pain, fever, infection, synovitis, effusion, corrosion, metal wear, inflammation, heterotrophic ossification and metallosis. Copious amounts of dark-yellow fluid gushed from the wound. There was a marked amount of corrosion between the head and trunnion with a complete ring of suspected black chromium and cobalt salts deposited on the femoral side below the trunnion along with dark staining and corrosion within the female portion of the bore of the head. Necrotic tissue was debrided. Antibiotic spacers were then implanted and the patient was revised again on (B)(6) 2018 for removal of said spacers. However, it was not indicated whether or not if the antibiotic spacers were depuy. Doi: (B)(6) 2007 - dor: (B)(6) 2018 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.